Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but no issue was confirmed. Visual inspection of the exterior of the pump did not show any anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issues were found with the pump during investigation. It is likely that the issues alleged were caused by the pump being disconnected from the catheter at the stem, which was observed during the replacement surgery. Per the instructions for use, catheter disconnection is a known possible risk of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending return of device for device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Sales representative contacted technical solutions to report a pump replacement due to underinfusion volume discrepancies. The dates for the first several discrepancies were unknown, but it was confirmed that there were initially 2 or 3 discrepancies in which the expected volumes were approximately 2-3ml and the actual aspirated volumes were approximately 7-8ml. The patient had complained of increased pain. A cap study was performed in which the cap could not be aspirated. Later, a myelogram was performed in which nothing was noticed to be wrong with the catheter. Later, at another refill appointment, another underinfusion discrepancy was observed with the expected volume being 4.74ml and the actual aspirated volume being 7ml. The pump was later replaced. When the physician opened up the pocket, the pump was found to be disconnected from the catheter at the stem.